Event description:
Boston scientific received information that this pacemaker may be depleting prematurely. No allegation was made against the device, however, the physician expressed concern about the depletion rate which is an observation that cannot be refuted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.